Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of shock impedances at greater than 125 ohms. Boston scientific technical services discussed it appears the rise in values may be due to calcification. At this time, the lead remains in service and a defibrillation threshold (dft) test has not been performed. No adverse patient effects were reported.